Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure on an unknown date. According to the complainant, ¿the clip is sticking on and leaving a sharp edge.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported issue of clip failed to release from the catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure on an unknown date. According to the complainant, ¿the clip is sticking on and leaving a sharp edge.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event. Additional information received on 22dec2014. According to the complainant, the resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. During the procedure, the clip released from the catheter and deployed; however, the physician noticed a small metal part of the catheter fell off. This metal part was noted to be the yoke of the clip and was successfully removed out of the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.